Event description:
Contact reported that the surgeon was implanting an eagle 16mm self-drilling screw into a 2-level plate and the screw pushed thru the plate. It did not break through the endplate and there was no pt injury. An x-ray was taken. The screw was backed out. The rep had the surgeon confirm that the bushing was in place. It was and the surgeon implanted an oversize screw. If this were to recur it could result in pt injury.

Manufacturer narrative:
Screw was not retained for eval. As a result, an eval could not be completed. Cause of the event cannot be determined at this time.